Manufacturer narrative:
Manufacturer reference # (B)(4) exemption number (B)(4). (B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion. Exemption number (B)(4). (B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 07/09/2015 as follows: plaintiff allegedly received an implant on (B)(6) 2010 via the right femoral vein due to a history of pe and recurrent dvt. Plaintiff is alleging migration, device is unable to be retrieved, bleeding, organ perforation (heart laceration), shortness of breath, and tiring easily. Patient alleges unsuccessful attempted retrieval on (B)(6) 2014. At that time it is alleged that an emergency extraction of a single filamentous wire fragment of the filter protruding through the right ventricle was performed but that the remainder of the filter was embedded and unable to be retrieved.

Manufacturer narrative:
Manufacturer reference # (B)(4) exemption number (B)(4). (B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion. Exemption number (B)(4). (B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 07/09/2015 as follows: plaintiff allegedly received an implant on (B)(6) 2010 via the right femoral vein due to a history of pe and recurrent dvt. Plaintiff is alleging migration, device is unable to be retrieved, bleeding, organ perforation (heart laceration), shortness of breath, and tiring easily. Patient alleges unsuccessful attempted retrieval on (B)(6) 2014. At that time it is alleged that an emergency extraction of a single filamentous wire fragment of the filter protruding through the right ventricle was performed but that the remainder of the filter was embedded and unable to be retrieved.

Manufacturer narrative:
Manufacturer reference # (B)(4) exemption number (B)(4). (B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion. Exemption number (B)(4). (B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Manufacturer narrative:
Manufacturer reference # (B)(4) exemption number (B)(4). (B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion. Exemption number (B)(4). (B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 07/09/2015 as follows: plaintiff allegedly received an implant on (B)(6) 2010 via the right femoral vein due to a history of pe and recurrent dvt. Plaintiff is alleging migration, device is unable to be retrieved, bleeding, organ perforation (heart laceration), shortness of breath, and tiring easily. Patient alleges unsuccessful attempted retrieval on (B)(6) 2014. At that time it is alleged that an emergency extraction of a single filamentous wire fragment of the filter protruding through the right ventricle was performed but that the remainder of the filter was embedded and unable to be retrieved.

Event description:
This additional information received on 07/09/2015 as follows: plaintiff allegedly received an implant on (B)(6) 2010 via the right femoral vein due to a history of pe and recurrent dvt. Plaintiff is alleging migration, device is unable to be retrieved, bleeding, organ perforation (heart laceration), shortness of breath, and tiring easily. Patient alleges unsuccessful attempted retrieval on (B)(6) 2014. At that time it is alleged that an emergency extraction of a single filamentous wire fragment of the filter protruding through the right ventricle was performed but that the remainder of the filter was embedded and unable to be retrieved.

Manufacturer narrative:
Exemption number e2016032. William cook (B)(4) (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer reference # (B)(4). It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿migration, device is unable to be retrieved, bleeding, organ perforation, shortness of breath, tiredness". Cook will reopen its investigation if further information is received. Unknown if the reported bleeding, shortness of breath and tiredness is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.